Manufacturer narrative:
Per field representative's reply, this right ventricular (rv) lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient experienced low-grade fever, chills, and developed a (B)(6) infection. During lead extraction, the tip of the rv lead would not come free despite aggressive traction. In addition, the insulation held but the inner conductor broke leaving behind the insulation all the way to the lead tip. Additional information indicated that there was a minimal exposure of the conductor. The rv lead was explanted. No additional adverse patient effects were reported.